Event description:
It has been reported to philips that the live monitor screen was black due to image processing computer being defective. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.